Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the angle wire fluid damage, the control body fluid damage, the forward body frame fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) perforated, the ift buckled, the control body corroded, the forward body frame corroded, the ift crushed, the segment crushed, the ift leak, the light guide cable disinfections damage, the operation channel resistance, the angle wire grinding, the angulation-down angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report hr-rpt-0586(image failure) and/or the risk analysis results, it was evaluated to submit MDR.